Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event: (cc# 98-00206) after iabp for a couple of hours, blood was noted in the catheter and the iab was removed. No second iab was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. The iab was returned for evaluation on 9/24/98. The following was reported to datascope on 9/24/98: blood was noted in the gas tubing indicating a leak. The iab was removed. There was no patient injury or complication as a result of the event. [Event complications]: none from the event - reported 2/18/98 and 9/24/98. [Patient's current status]: unk - rpt'd 2/18/98.